Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tip pieces broke off. The issue occurred during an unspecified procedure which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was confirmed. In addition, the investigation found that the teflon pad separated from the jaw exposing metal. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.